Event description:
It was reported that the patient complained of a squeaking hip so the surgeon revised. The cup had migrated into a vertical position.

Manufacturer narrative:
An event regarding malposition and squeaking involving a trident shell was reported. The event was confirmed. Device evaluation not performed as no items were returned. X-rays demonstrate an uncemented left total hip arthroplasty, which is reduced. The stem is in nominal position and an alumina head is in situ. The acetabulum is noted to be vertical at approximately 80°. Other x-rays of the pelvis, times two, demonstrating the left total hip arthroplasty with the same stem. A new acetabulum with one screw is present and is now in nominal position with an increased radiodensity to the arthroplasty head. There has been a reported increased incidence of in ceramic-ceramic hip arthroplasties in which the acetabular component is placed in an excessive vertical position. This may be relevant in this case. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined however malpositioning of the acetabular shell may have lead to the event. Further information are needed to investigate this event further.

Event description:
It was reported that the patient complained of a squeaking hip so the surgeon revised. The cup had migrated into a vertical position.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device is not returned.